Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed that the cause of a gradual increase in shock impedance measurements may be lead calcification. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the clinician did not feel that the impedance fluctuations were due to a lead malfunction and the clinic plans to continue monitoring the patient and no additional testing or diagnostic measures are planned. This lead remains in service. No adverse patient effects were reported.